Event description:
National complaint coordinator from baxter reported a home pt's spike of the uv-transfer set broke at the connection/disconnection site. The home pt was given prophylactic antibiotics. There was no pt injury associated with this incident according to baxter.